Event description:
It was reported that the ilet user received an occlusion alert that cleared upon inspection; the user disconnected the pump, performed a drop test with immediate drops observed, then reconnected, and the reported blood glucose was 235 mg/dl while the user was eating; the family planned to monitor and change supplies if hyperglycemia persisted, and the device problem was characterized as lack of effect with insufficient information on a specific device component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, despite the reported lack of effect and insufficient component information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.